Event description:
The report received from the affiliate indicated that approximately three (3) weeks after the index procedure, the pt was hospitalized with acute coronary syndrome (acs). Coronary angiography was done and an in-stent thrombosis was found in the previously implanted cypher select 3.0 x 33 mm stent (stent #1) in the mid left anterior descending (lad) coronary artery from the proximal to the distal segment. An in-stent thrombosis was also found in the cypher select 3.5 x 23 mm stent (stent #2) previously implanted in the mid right coronary artery (rca). The sub acute thrombosis (sat) was treated by balloon angioplasty using a rujuin mercury 3.5 x 20 mm balloon. The pt was then transferred to the intensive care unit (ICU) for observation.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt had a total of five (5) stents implanted during this procedure. Three (3) cypher select stents were implanted in the rca: a 3.5 x 18 mm stent in the proximal rca, a 3.5 x 23 mm stent in the mid rca, and a 3.0 x 23mm stent in the distal rca. Two (2) stents were implanted in the totally occluded lad: a cypher select 3.0 x 33 mm stent in the mid lad, and a medtronic driver 3.0x15mm stent in the distal lad. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR's report #9616099-2007-00689, and #9616099-2007-00690.